Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. This complaint is an ancillary service event. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 22:02:32. During night drain cycle seven, the patient's ultrafiltration reading was 1654ml, indicating the home patient (hp) drained 1254ml more than their maximum programmed fill volume of 1600ml. No additional information is available.